Event description:
It was reported that the patient experienced difficulty locking the connector onto the cartridge once seated in the chamber, despite the plunger being flush and the connector locking normally when tested without a cartridge; troubleshooting and a supply change were completed, and a replacement ilet was authorized due to ongoing usability concerns. Symptoms included frustration and loss of confidence in the device. Outcomes included an advisement to discontinue water exposure, maintain backup therapy, sync data before shutdown, and return the device after receiving a replacement. Investigation included guided troubleshooting, verification of connector function without a cartridge, execution of a successful supply change, and collection of serial and lot information. Manufacturer review identified a suspected mechanical interface issue at the ilet-cartridge-connector junction under normal use, with the device functional but exhibiting persistent difficulty during connector locking, as reported by the patient. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user-device mechanical fit challenges.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.